Manufacturer narrative:
Calibration was last performed on (B)(6) 2025 and was within specification. The customer stated verbally that their qc was within specification. The alarm trace showed an abnormal aspiration error. This is an indicator of possible poor sample quality. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) checked all analyzer parts, function of the analyzer, rinse water vacuum and pressure, and performed a precision test successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable lactate dehydrogenase results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 154 u/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on another c502 analyzer and the result was 310 u/l. The repeat result was deemed correct.